Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During tibial angioplasty, the physician was able to balloon the posterior and tibial arteries without any problem. Upon removal of the nanocross, resistance was felt. Although the tip of the wire was still in the ankle and the balloon had come back up to the iliacs, the physician commented that it felt like a rubber band. The wire was stretching and it followed the balloon markers out. The balloon was completely separated from the catheter; however, everything was still on the wire.